Event description:
It was reported that during a procedure for an l2-ilium posterior spinal fusion, the tip broke off of the coronal rod bend-left for 5.5mm rods. The broken tip was retrieved. The surgeon used a combination of benders and heavy rod grippers to bend the rod and complete the procedure.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned and a product development evaluation was performed. As received, the tip of the bender was broken off and the broken piece was not returned. The break was on the tip closest to the handle, and is where the slot transitions to the radius that fits around the rod when in use. No other damage was evident. Previous evaluation of this issue indicated that the process of welding the material around the perimeter of the rod slot was creating an as-cast condition in the welded material and increasing carbide formation in the surrounding substrate, making the materials more brittle and less tough than they would be in their typical wrought forms. This complaint is deemed valid from a design perspective. An internal corrective action was opened to address the issue and a design change was released in september 2011 to change the material and slot geometry. This device was manufactured prior to release of the design change.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.